Event description:
This MDR is being filed as exposed material. It was reported that following re-treatment in 2006 with a urethral bulking implant, the doctor observed exposed material. During the re-treatment procedure, there was a small amount of extrusion on the left side. The extruded material was knocked off into the bladder and the injection was stopped on left side. All the extruded material in the bladder was removed via grasping forceps. Approx five weeks later, the patient via cystoscopy on the following week, the doctor noted exposed material and the material was removed after which patient experienced recurrent severe incontinence. A urinary tract infection was also diagnosed. The patient was referred to tutiary care center and is awaiting additional therapy. No further complications have been reported. Injection details are as follows: injection site 3 and 6 o'clock postions, stainless steel needle; transurethral approach; injected over a 30 to 60 second period; 0.5cc was injected on the left side, mid-urethra; held for 1 and 1/2 minutes on left side, 1.5cc was injected on the right side.

Manufacturer narrative:
A review of the device history record for the reported lot number found nothing that would cause or contribute to the reported problem. The instructions for use states that the device forms a cohesive, spongy mass that serves to bulk surrounding tissue and is not subject to absorption or enzymatic breakdown within the body. The low viscosity of the implant solution and the cohesive mass of the resulting implant require specific attention to the injection site, needle orientation, depth of needle placement, rate of injection, and injection volume, in order to achieve the highest rate of success. During the course of the clinical investigation, 28 subjects receiving the urethral implant treatment experienced exposed bulking material in the urethral mucosa. Exposed material was associated with shallow placement and injection proximal to the bladder neck. Over time, the urethra healed spontaneously as the mucosal surface re-epithelialized. A physician may choose to remove exposed material cystoscopically with graspers or forceps to facilitate healing. The IFU instructs the user: the unique characteristics of the bulking material require injection techniques that may differ slightly from techniques employed with alternative bulking agents. Contraindications include patients with the following conditions: acute cystitis, urethritis, other acute or chronic genitourinary tract infections, or fragile urethral mucosal lining.